Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR number: 1627487-2017-03456 and 3006705815-2017-00757. It was reported the patient's scs system was explanted on (B)(6) 2017 due to infection.

Event description:
Device 3 of 3: reference MFR number: 1627487-2017-03456 and 3006705815-2017-00757. Follow-up revealed the infection was on both ipg and lead sites. The patient was prescribed antibiotics and is still under infectious disease and wound care. The wound sites are healing well.